Manufacturer narrative:
Concomitant medical products: product ID: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed progressively worsening ventricular function and experienced dyspnea on exertion. It was further reported that the right ventricular (rv) lead exhibited extremely high thresholds, very high impedance and fracture. It wasalso reported that the implantable pulse generator (ipg) was sticking out and causing discomfort. The rv lead was capped and replaced. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.